Manufacturer narrative:
(B)(4)

Event description:
It was reported that through remote transmission, non-sustained far p-wave oversensing was observed. The patient was asymptomatic. Programming changes were recommended.